Event description:
The fse reported that there was no signal displayed on the left live monitor. This can cause the system to become unusable due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.